Manufacturer narrative:
Correction (h10): this emdr is being submitted to correct the manufacturing date from 06-jun-2018 to 12-jun-2018 in investigation summary captured under h10. Correction (g1): contact office address: (B)(6). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction (d4) lot #: 8f00901 and expiration date: 11.06.2023. Correction (h4) device manufacture date: 12.06.2018. Correction (g1) - contact office address: (B)(4). Batch record review lot 8f00901 was manufactured on 06/06/2018 in the convex 2 pc building 8, with a total (B)(4)market units. Compliance engineer ID 6054 performed a batch record review on 07/30/2020 to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom and all the tooling information documented was also correct, under icc code 413180 sap material ID 1161269 and manufacturing order (B)(4). The batch record review supported that there were no discrepancies related to the issue reported. Returned sample evaluation: no photograph, video or sample was received for evaluation. Summary of the related event: the purpose of this investigation was to determine the root cause associated with investigation of wafer disc decentralization for lots manufactured in convex 2 pc building 8, haina, d.r. After the use of the 6 m¿s methodology to document investigation findings, explore and analyze probable causes, it was determined the following root causes and opportunities: method opportunity: due to the fact that the occurrence of this failure mode was not constant, it had peaks of occurrence during the process, it was observed that the actual testing method (random hourly sampling) might not capture effectively the defects prior to packaging, so the implementation of a continuous testing method to anticipate all of the peaks was suggested. Manpower opportunity: a certification of the operators who have direct influence due to the ¿flange/wafer loading¿ process in the operation they are executing should be considered in order to reduce the learning curve effect in process and guarantee the training effectiveness. This should be performed in conjunction with the quality inspector, process engineer of such line and the supervisor. Machine: it is considered that due to the observations registered, machinery is the root cause of this incident. It is concluded that all the machinery/ tooling items complied when compared against drawing and pi21-139 rev 10.0 specifications, however due to the demands of the process, these tooling require a dimension modification to reduce the variability of the process. Listed below are the observations. Misalignment of the wafer loading pins. Misalignment of the upper wafer loading plate. Fixation of the upper wafer loading plate and lower wafer loading plate. Actions will be taken for each factor and are going to be summarized on corrective action / preventive actions (CAPA) plan. Actions covered in this investigation will be implemented in convex 2 pc building 8 inside convatec d.r., except for automatic convex 2 pc, because the design and functioning of this machine was different. The investigation associated with related event was approved and completed. No additional action was required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 4 of 7. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the end user had 7 wafers, from a different market unit, with an off-centered starter hole. The products were not used. No photo is available at this time.